Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by the customer's son that the customer received emergency medical assistance due to low blood glucose on november 6, 2019 with blood glucose of 215 to 40 mg/dl at the time of the incident. The customer went low due to giving themselves a large bolus. The caller stated the customer's blood glucose shot back up to 236 mg/dl. The caller did not mention how the customer was treated. The caller did not mention any symptoms. The customer was wearing the insulin pump during the incident. The caller stated the customer's pump was not delivering basal insulin. Troubleshooting was not completed as the customer declined. The insulin pump will not be returned for analysis.